Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a burnt surgical pattie in the package. The procedure was completed with a replacement product. It is unknown if the event led to surgical delay.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The surgical pattie (245405) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the pattie/strip unit was inspected using the unaided eye. Burn mark on pattie was confirmed. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst, ¿cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. A corrective action has been implemented to investigate the patties/strips product family.